Event description:
It was reported that this left ventricular (lv) lead was discovered to be not capturing in any sensing vector. An x-ray performed showed the lv lead had dislodged. Surgical intervention was performed and the lv lead was cut to preserve access as a sheath was advance over it for a replacement lv. The affected lv lead then explanted. No additional adverse patient effects were reported.